Manufacturer narrative:
This event was already reported under the report number 1020279-2019-00552. Therefore, this report is not required.

Event description:
A revision surgery was performed due to a legion hk femoral component broken.